Event description:
Caller reported a temperature alarm 11 but was not exposed to extreme temperatures. There was no reported adverse impact on customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.